Manufacturer narrative:
The investigation into the reported stroke/cva has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that biomaterial due to low patient acts was the most likely cause of the stroke/cva. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was not received from the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed. As noted in the impella IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported a 47 year old male patient presenting for impella support. Less than 24 hours into support, a "code stroke" was called due to patient enduring an embolic stroke. Support proceeded, however, an allegation was made towards the impella as a causal/contributory factor.